Event description:
It was reported the device stated that there was 0.45cc's of an unspecified medication remaining in an almost full 50cc syringe. The syringe plunger was noted to be stiff/sticky. The medication syringe was moved to a different syringe pump module when it was discovered that the patient had received 0.5cc less than expected in a three hour period. Biomed missassembled the device during their investigation. During this time, the front plate was accidentally cracked and was replaced, however, biomed was unable to get the barrel clamp to go on right and is requesting the device to be repaired. Although, there were no adverse effects caused to the pateint, the customer further stated that the medication was one that causes significant withdrawal symptoms and there was the potential for complications.

Manufacturer narrative:
The report of an under infusion was neither confirmed nor reproduced. The syringe module event log contained no obvious programming errors that would result in the reported event. The reported volume discrepancy of 0.45 ml in a 50 ml syringe would constitute an error percent of 0.9%, which is well within the stated accuracy error of the syringe pump of +/- 2%. A review of the syringe module error log found no errors during the time of the reported event. The device was investigated by the biomed prior to bd investigation and was not in the same condition as that of the time of the reported event. The device had been disassembled by the biomed and was received not assembled correctly. Functional testing found the syringe module to be delivering fluid within specification after the device was repaired by customer advocacy, prior to testing. The device was being used for treatment. The root cause of the reported under infusion was not identified. Device history review: review of the syringe module s/n (B)(6) service history record showed the device was manufactured on 13 february 2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 09 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported the device stated that there was 0.45cc's of an unspecified medication remaining in an almost full 50cc syringe. The syringe plunger was noted to be stiff/sticky. The medication syringe was moved to a different syringe pump module when it was discovered that the patient had received 0.5cc less than expected in a three hour period. Biomed missassembled the device during their investigation. During this time, the front plate was accidentally cracked and was replaced, however, biomed was unable to get the barrel clamp to go on right and is requesting the device to be repaired. Although, there were no adverse effects caused to the patient, the customer further stated that the medication was one that causes significant withdrawal symptoms and there was the potential for complications.